Event description:
The customer reported the system displayed an error code and thereby failed to product fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch was replaced. The system was then found to be operating as intended.